Event description:
It was reported the powered wheelchair is increasing and decreasing it's speed without warning. The patient was using the powered wheelchair, when it suddenly sped up and ran into a wall. The patient sustained some bruising to his feet; while the powered wheelchair legrests have broken. No further information was available at this time.